Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site due to weight loss . In addition, the patient's ipg was superficial. Subsequently, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, it was found the patient's ipg had flipped in the pocket. Subsequently, the device was explanted and replaced with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the reported issue is now resolved.